Event description:
It was reported that the device was oversensing, causing false fast ventricular tachycardia episodes to be stored. Noise was observed when the patient made movements. The device was reprogrammed and remains in use. It was further reported that the physician suspected the device did not have good tissue contact. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that the device was oversensing, causing false fast ventricular tachycardia episodes to be stored. Noise was observed when the patient made movements. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.